Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were black fibers on top of the revaclear which was observed during use. The fibers were described as several black flakey pieces that looked like "pencil erasers", and were mostly seen all throughout the dialysate pathway. The event occurred about an hour into dialysis treatment. The device was switched out and the blood was recirculated back to the patient. There was patient involvement however, there was no patient treatment or medical injury associated with this event. No additional information is available. .

Manufacturer narrative:
The device was received for evaluation. Visual inspection found black, rubber like pieces of particulate were observed in the dialysate path of the sample. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.